Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer): during maintenance, device was on standby when screen went blank. No patient involvement, event happened during maintenance.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the hamilton-c6 experienced a panel connection loss immediately after being switched on during preventive maintenance. The issue did not occur during standby mode. Log files showed the panel connection loss alarm. The failure was traced to two defective components: the ip board (B)(6) and the ip processor (B)(6). Both components were replaced, and the device returned to normal operation. Correction: section h6 imdrf codes were updated/corrected.